Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an off/no power alert without a low battery alert occurring first. Blood glucose level at the time of the incident was 476 mg/dl. Blood glucose level at the time of the call was 517 mg/dl, which was treated with manual injection. Customer also reported a blood glucose level over 700 mg/dl several days before the call, which was treated with the insulin pump and manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no buttons response on the act and escape buttons due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm due to button keypad anomaly. The insulin pump had broken battery cap, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.